Event description:
The patient was initially implanted with a bifurcated stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 9 years post initial procedure, an endoleak of indeterminate origin was identified during a routine follow up. A computed tomography (CT) is not available as patient has chronic kidney disease. Reportedly, the patient does not want treatment at this time and will continue to be monitored.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate endoleak is unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label as the aaa maximum diameter at the time of the index procedure was only 29-30mm. There was a severely atheromatous aorta however with neck and left iliac diameters off label. It is unclear if these conditions contributed to the reported event. The final patient status was reported to be under surveillance. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: g3: date received by manufacturer has been updated h6: medical device problem: remove code 3190 h6: investigation finding: remove code 3233 h6: investigation conclusion: remove code 11.